Event description:
Pt was dialyzed using an a-22 dialyzer (lot number not documented by the center). Pt experienced hot flashes during the beginning of the dialysis treatment; normal saline was administered. (Reportedly, pt has had similar experience with another manufacturer's dialyzer). Treatment was continued without further incident. 3 days later pt was hospitalized for a duration of 10 days for what was reported as "conjunctivitis, upper right arm paresis, intense myalgia, difficulty walking, and mild leukocytosis without hyperthermia". Pt was treated iwth ciprofloxacin IV, ophthalmologic gentalyn, ophthalmologic decadron, loratadine (route unk), profenid (route unk) and dexamethasone IV (doses and frequency are all unk). Pt has reportedly recovered.